Manufacturer narrative:
The device was returned to olympus for inspection and the inspection results determined that the observed issue was due component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope coating of the insertion section of the flexible tube was peeled off (1 mm2 or more). There was no patient involvement.